Event description:
It was reported that the pt's pump was explanted due to an undefined "pump malfunction." The pt's pump contained compounded baclofen at a concentration of 3,000 mcg/ml. No information was provided regarding the dosage of the medication used in the pt's pump. The pt's outcome was noted to be "ok." No further details, pt symptoms or outcome was provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). The ins has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.